Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during a pulmonary vein isolation. Once the device packaged was opened, it was noted the versacross rf wire was fraying. Hence, the device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed).